Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the coronary sinus approximately two months post-implant. The lv lead was repositioned to a new vein and remains in use. No patient complications have been reported as a result of this event.